Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels ranging from 200 to 300 mg/dl. The customer stated that she had a blood glucose level of 420 mg/dl the night before the call. Most recent blood glucose level at the time of the call was 297 mg/dl. During troubleshooting, the customer confirmed that a large air bubble was present in the tubing. Customer was able o get insulin to exit the tubing. Blood glucose level came down to 246 mg/dl by the end of the call. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.